Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient's daughter reported they were having problems with the device and needed help. No patient symptoms were reported. No further complications were reported at this time. Additional information was received and it was clarified that they were unable to connect the handset and communicator to the ins. They were getting a retry message. The caller shut down and repowered the handset and the communicator. They were walked through steps to connect, it was found the caller was not with the patient, they said they thought that was the problem. They were going to go attempt to connect at the patient's house. No patient symptoms were reported. Additional information was received on 2020-oct-02 from the patient. The y reported that the cause of the inability to connect was determined to be not having the controller to the patient. Talking to the support team resolved the issue. Additional information received on 2021-11-10 stated patient rep called back and mentioned initial call. Patient rep is still unable to connect to ins and sees "internal data lost". Patient rep denies any recent medical testing. Patient rep confirmed they had a fall a month ago on knees and inquired if that can affect ins. Reviewed information. Patient rep was redirected to hcp to have ins checked and re-enter lost data.